Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The stenosed 20mm in length, mildly tortuous, and non-calcified lesion was located in the 2.75mm in diameter distal left anterior descending artery (lad). The lesion was pre-dilated with a 2.5mmx15mm maverick balloon catheter. The physician successfully delivered this promus element stent to the lesion. A non-complaint balloon was advanced into the distal stent and physician noticed that there had been some longitudinal stent deformation in the distal stent. It was noted that the damage was caused by the use of a non-bsc balloon catheter. The procedure was completed by placing an additional 8mm promus element stent over the deformation. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).